Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, a fluid loss alarm was noted approximately four minutes into the heating phase. At this point, a first degree burn was observed on the cervix and vagina. The hta system was cooled down and the procedure aborted. Silvadene cream was applied to the burned area and the patient's condition has been described as "fine." Follow up with the physician on (B)(6) 2013 revealed that the patient had first and second degree burns internally (cervix) and externally (vagina and buttock.) The patient has visited a plastic surgeon for debridement and is currently receiving follow up care from a health professional.

Manufacturer narrative:
Although the patient's exact age isn't known, she is over 18 years old. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.